Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for six (6) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 25mm konect resilia aortic valved conduit. Per implantation data card, explant was not due to deficiency of the original device. Patient also underwent concomitant coronary bypass during the procedure. Patient post-operative status in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data : based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned a surgical valve implanted for six (6) years, two (2) months, was explanted due to spontaneous aortic/carotid dissection. Patient presented with chest pain. The explanted device was replaced with a 11060a 25mm konect resilia aortic valved conduit. Per implantation data card, explant was not due to deficiency of the original device. Patient also underwent concomitant coronary bypass during the procedure. Patient post-operative status in recovery. It was learned patient expired due to unknown reasons on post-operative day zero (0).